Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of usage and there was no evidence of blood on the device. A visual inspection did not identify any nonconformance that may have contributed to the reported event. The device was connected to a reference power supply and reference hemopro 2 device. The reference hemopro 2 device did not activate when the toggle was depressed. Based on the evaluation results, the reported complaint that the device "stopped working" was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device stopped working. A replacement device was opened, but it still did not work. The hemopro 2 extension cable was switched out and the second device functioned properly with the new cord. The hospital did not report any patient effects.